Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that prior to filling the cartridge, the user noticed a piece of cartridge septum floating in the syringe. The user changed the supplies and successfully resumed insulin delivery. The user's blood glucose level was 123 mg/dl.